Manufacturer narrative:
The device was manufactured 02/23/2018 - 02/24/2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing were performed with no leaks or other issues noted. A flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
N/a

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system nitroglycerin set was leaking from the tubing during patient infusion with unspecified chemotherapy. There was no patient injury or medical intervention associated with this event. No additional information is available.